Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed several error alarms and that the device experienced physical damage to it as well. The blood glucose reading was 214 mg/dl. The customer stated that there were several alarms noted in the alarm history. She stated that one of the alarms recurred during normal device use. She stated that there was a crack in the casing, one in the upper right corner wrapping around the device, and one in the lower left corner, along with one in the bottom right corner. Advised replacement of the insulin pump. Nothing further reported.